Event description:
(B)(4). Soon after having essure implanted, my periods ceased. The list of side effects will be long, I have had problems with rapidly deteriorating teeth. Now needs root canals and crowns. Brain fog, depression and severe bouts of anxiety, hip and pelvic pain. Excruciatingly painful sex. I have not been able to have sex in nearly 3 years. Body aches, inability to concentrate and confusion, bloating, swelling, nightsweats; high and low blood pressure, arterial fibrilation. This is all I can remember now, there are more symptoms.